Event description:
It was reported that (2) devices were used during a ladg procedure. It was reported by the affiliate that the tcl75, with a tcr75 had staples malformed. Another device was used to complete the case. There was no consequence to the pt.